Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
This procedure was performed in (B)(6).during stent deployment, the protege everflex catheter captured the distal marker and would not release. The catheter was withdrawn with force and a section of catheter tip was left in the patient, lodged within the stent. The tip remained stuck tightly in the stent and a bypass was performed later by the vascular surgeon.